Manufacturer narrative:
It was reported that during the middle of a case the clinician was using the shaver on soft tissue when the shaver broke at the base. The shaver pieces came apart inside of the patient and the shaver pieces were manually removed from the surgical site. There was no further intervention needed. Another shaver needed to be opened and the procedure was completed without further incident or delay. There was no further impact to the patient or the procedure that was being performed. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during the middle of a case the clinician was using the shaver on soft tissue when the shaver broke at the base. The shaver pieces came apart inside of the patient and the shaver pieces were manually removed from the surgical site.